Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1591. It was reported the pt is experiencing pocket heating while charging. Also it was reported the pt experienced a shocking sensation from her ipg while her ipg was turned off. Follow up information identified x-rays were taken and did not show any abnormalities. The leads are in the original position and are not causing any issues of shocking. The pt was advised to use padding while charging to alleviate the heating. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.